Event description:
It was reported that the patient present with noise oversensing on the right atrial lead which resulted in inappropriate mode switch. The lead capped and replaced on (B)(6) 2023. The patient was stable.